Event description:
Surgeon removed a right ruptured silicone implant. Unknown why the implant ruptured. There was no evidence of any silicone granulomata or that the implant material has extruded or migrated.